Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31528979l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
The report indicated that during atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool smarttouch sf catheter and the patient experienced cardiac arrest treated with code and cardiopulmonary resuscitation (CPR). The patient stabilized after treatment. Prolonged hospitalization was required. During the procedure, the patient was being treated for avnrt, and after mapping the slow pathway three ablations were applied with the thermocool smarttouch sf catheter. Ablations were set at 30 watts for approximately 8 seconds. The physician was remapping the slow pathway when there was a sudden loss of amplitude on the intracardiac and surface ECG signals. The heart rate remained the same but there was also a sudden loss of blood pressure monitored via an arterial line. The physician advanced a soundstar catheter to check for pericardial effusion which was negative. Due to the loss of blood pressure the anesthesiologist initiated a code and CPR was started. After a few minutes, the patient¿s blood pressure returned, and the patient was stabilized. The patient was stable on transfer to intensive care unit (ICU) for further monitoring. The physician and the anesthesiologist discussed the cause of the drop in blood pressure and the cause could not be determined. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.